Manufacturer narrative:
One device was received in good physical condition. Functional test was performed, no problems found. Ehl was downloaded, no problems found. The complaint could not be confirmed/duplicated. Preventive service performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the issue was "debit default". Additional information was received stating that the issue was "flow sensor out of order" identified during workshop testing following patient feedback. There was patient involvement and no patient harm/adverse event reported.